Event description:
A malfunction was reported with a code displayed as malf 0. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support with resetting the pump and informed that the malfunction code did not recur after taking corrective action. Customer was instructed to continue using the pump and to contact support if the issue reappears.